Event description:
The below report was received by health authority ansm (reference number: (B)(4) on 29-jan-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("lumbar pain") in a 48 year-old female patient who had essure inserted (lot no. D46950) for female sterilization. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. In 2022 she experienced pain in extremity ("outer legs of the 2 thighs pain/ major pain in my right thigh"). On unknown date she experienced back pain (seriousness criterion intervention required), migraine ("migraines"), abdominal pain lower ("lower abdomen pain"), arthralgia ("joints pain / the pain having gone down to my right knee"), genital hemorrhage ("heavy bleeding"), coccydynia ("coccyx at the time of ovulation and cycle / painful tailbone"), sitting disability ("difficulty sitting"), dysstasia ("difficult to standing"), toothache ("episodic dental pain"), eye pruritus ("itchy eyes"), ear pain ("ear pain"), gait disturbance ("impossible to walk") and dyspareunia ("at the time of intercourse, this is painful, the pain sometimes lasts for 2 days,"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to back pain, pain in extremity, migraine, abdominal pain lower, arthralgia, genital hemorrhage, coccydynia, sitting disability, dysstasia, toothache, eye pruritus, ear pain, gait disturbance or dyspareunia. The reporter commented: in 2022, major pain in my right thigh, impossible to walk, my doctor prescribed an x-ray of my right hip, which didn't offer anything, and x-ray of the coccyx which didn't show anything either, but the pain was there. Every month I have had the same pain, and now it has also appeared in my left leg. I went to the emergency room during the same period, the pain having gone down to my right knee, nothing to report either, no explanation moreover, at the time of intercourse, this is painful, the pain sometimes lasts for 2 days, I saw a gynecologist, and he gave me a 3-month treatment and see what happens. As a result, the pain is still present. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 92 kg. [Ultrasound pelvis] (date unknown): nothing to report. [X-ray of pelvis and hip] (date unknown): didn't offer anything. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on (B)(6) 2024. The most recent information was received on 09-feb-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("lumbar pain") in a 48 year-old female patient who had essure inserted (lot no. D46950) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. In 2022 she experienced pain in extremity ("outer legs of the 2 thighs pain/ major pain in my right thigh"). On unknown date she experienced back pain (seriousness criterion intervention required), migraine ("migraines"), abdominal pain lower ("lower abdomen pain"), arthralgia ("joints pain / the pain having gone down to my right knee"), genital haemorrhage ("heavy bleeding"), coccydynia ("coccyx at the time of ovulation and cycle / painful tailbone"), sitting disability ("difficulty sitting"), dysstasia ("difficult to standing"), toothache ("episodic dental pain"), eye pruritus ("itchy eyes"), ear pain ("ear pain"), gait disturbance ("impossible to walk") and dyspareunia ("at the time of intercourse, this is painful, the pain sometimes lasts for 2 days,"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to back pain, pain in extremity, migraine, abdominal pain lower, arthralgia, genital haemorrhage, coccydynia, sitting disability, dysstasia, toothache, eye pruritus, ear pain, gait disturbance or dyspareunia. The reporter commented: in 2022, major pain in my right thigh, impossible to walk, my doctor prescribed an x-ray of my right hip, which didn't offer anything, and x-ray of the coccyx which didn't show anything either, but the pain was there. Every month I have had the same pain, and now it has also appeared in my left leg. I went to the emergency room during the same period, the pain having gone down to my right knee, nothing to report either, no explanation moreover, at the time of intercourse, this is painful, the pain sometimes lasts for 2 days, I saw a gynaecologist, and he gave me a 3-month treatment and see what happens. As a result, the pain is still present. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 92 kg. [Ultrasound pelvis] (date unknown): nothing to report. [X-ray of pelvis and hip] (date unknown): didn't offer anything. Lot number: d46950 manufacture date: 2015-01 expiration date: 2018-01. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 09-feb-2024: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.